Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the 1.5mm hex driver tip, locking groove (part number 80-0728) has not been returned for evaluation at this time. Manufacturing and inspection records were not reviewed, as the batch/lot number is unknown. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
(Report 1 of 3). It was reported during surgery that the surgeon was inserting the 2.3mm screws in the distal row of a plate when the 1.5mm hex driver tip broke. Another tip was used to implant the screw, however the second tip twisted. The surgery was completed with another driver tip after a delay (time unknown). No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2025-00070 - 3025141-2025-00072.